Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1818221, no pre-existing anomaly was found on the 10 devices manufactured with the same lot #. This is the first and only complaint registered on that lot #. Device analysis the instrument was returned to limacorporate for further analysis. Visual inspection confirmed the breakage of the tip of the instrument. The part of the tip that didn't break got deformed. The instrument is cannulated and therefore it is intended to be guided by the k-wire. The breakage is suggestive of a stress failure; indeed, it was reported that the surgeon hit the instrument on one of the patient's anchors, causing its breakage. Considering that: check of the manufacturing charts highlighted no anomalies on components manufactured with lot #1818221; the visual analysis on the returned instrument confirmed the stress failure; according to the reported information, the surgeon hit the instrument on one of the glenoid's anchors, causing its breakage; we can state that the event was surgical-factor related. The event is not product related. Pms data according to our pms data, this is the first complaint reporting the intra-operative breakage of the instrument 9013.79.211 (ww). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
During a primary shoulder surgery performed on (B)(6) 2023 , the central peg of the smr - cannulated drill dia.5mm (product code 9013.79.211, lot #1818221) for the cemented 3 peg glenoid broke whilst reaming patient's bone. There was no back up instrument. Surgeon ended up changing the original plan of a stemless anatomic prosthesis to a smr stemmed anatomic implant with no glenoid component. Patient had a previous shoulder surgery with 10 metal suture anchors to stabilize his glenoid. It was reported that the surgeon hit the instrument on one of the anchors, causing its breakage. It was reported that all metal shards were removed from the patient. The surgical time got extended by 1-2 hours due to the event. According to the received information, patient is large, weights 153kg, and is muscular. The bone was hard, and the joint was tight. Event happened in australia.

Event description:
During a primary shoulder surgery performed on november 27th, 2023, the central peg of the smr - cannulated drill dia.5mm (product code 9013.79.211, lot #1818221) for the cemented 3 peg glenoid broke whilst reaming patient's bone. There was no back up instrument. Surgeon ended up changing the original plan of a stemless anatomic prosthesis to a smr stemmed anatomic implant with no glenoid component. Patient had a previous shoulder surgery with 10 metal suture anchors to stabilize his glenoid. It was reported that the surgeon hit the instrument on one of the anchors, causing its breakage. It was reported that all metal shards were removed from the patient. The surgical time got extended by 1-2 hours due to the event. According to the received information, patient is large, weights 153kg, and is muscular. The bone was hard, and the joint was tight. Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1818221, no pre-existing anomaly was found on the (B)(4) devices manufactured with the same lot #. This is the first and only complaint registered on that lot #. We submit a final MDR when the investigation is complete.